Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as it decreased from two years to three months in twelve months. The device remains in service and a device replacement procedure has been scheduled for the next month. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as it decreased from two years to three months in twelve months. The device remains in service and a device replacement procedure has been scheduled for the next month. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as it decreased from two years to three months in twelve months. The device remains in service and a device replacement procedure has been scheduled for next month. No adverse patient effects were reported. Additional information was received that a device changeout procedure was scheduled for (B)(6) 2025. No adverse patient effects were reported. This device remains in service. Attempts to obtain further information to confirm if this device was explanted and replaced were not successful. Further information was received confirming this device was explanted, however, the exact date of the procedure could not be obtained. No additional adverse patient effects were reported. Additional information regarding product return status has been requested.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.